Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported a broken power port 2 and battery fault alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed several critical battery alarms. The controller was unable to read the batteries capacity, serial ID, or cycle count. Failure analysis of the returned device revealed that the controller passed visual inspection due to a loose and detached power port 2 connector. Based on an investigation conducted by the manufacturer, the most likely root cause of the reported broken power port can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The controller also failed functional testing as it was unable to read the batteries information. Internal inspection of the controller revealed a damaged transient voltage suppressor (tvs) diode. A tvs diode is designed to protect sensitive components from sudden voltage spikes. Internal inspection of the controller also revealed that the integrated circuit (ic) responsible for the communication between the controller and batteries was damaged, likely due to the damaged diode. Additionally, a pin on the power circuit board was found burned. After replacing the tvs diode and ic, the controller performed as expected. A possible root cause of the reported alarms can be attributed to a loose/detached power port 2 connector, causing a voltage spike. This likely damaged the transient voltage suppressor diode and the integrate circuit responsible for reading battery information, triggering battery alarms.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported by the patient that the controller was having battery fault alarms despite the batteries having a sufficient charge. The controller was exchanged and the alarms resolved. A battery was unable to be removed from the disconnected controller, and the patient's mother forcefully pulled the battery, pulling off the connection port. Upon receipt of the controller, it was observed that one of the power ports was broken. No patient complications have been reported as a result of this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller was having battery fault alarms despite the batteries having a sufficient charge. The controller was exchanged and the alarms resolved. Upon receipt of the controller, it was observed that one of the power ports was broken. No patient complications have been reported as a result of this event.